Event description:
It was reported that customer experienced large air bubbles or gaps in tandem mobi cartridge during pumping, with blood glucose rising to 300 mg/dl. Customer followed guidance to remove large air bubbles so they no longer existed, then resumed insulin therapy, and technical support approved and arranged a replacement cartridge while customer confirmed understanding.